Manufacturer narrative:
The reported event of high lead impedances was confirmed. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken at 17.9cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, patient had adequate pain coverage post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s therapy strength decreases on its own. Impedance check revealed high impedances. As such, surgical intervention may take place at a later date to address the issue. Note: the lead was implanted in (B)(6) 2020, exact date of implant unknown.